Manufacturer narrative:
(B)(4).

Event description:
The customer reports that the guide was folded. This issue was detected before patient use.

Manufacturer narrative:
(B)(4). The customer returned one, unopened catheterization set for analysis. Visual analysis of the returned sample revealed a kink approximately in the middle of the guide wire. Microscopic examination confirmed the kink. Additionally, the tubing was slightly damaged at approximately the same location as the kink in the guide wire. This defect on the tubing appeared consistent with damage as a result of storage and shipping. The packaging was also analyzed. Several creases and folds were observed across the entire packaging including at the area around the kink in the guide wire/tubing. The kink in the guide wire measured 182mm from the distal end. The guide wire total length measured 350mm, which is within the specification limits of 345mm-355mm per the marked guide wire product drawing. The guide wire diameter measured .52mm, which is within the specification limits of .508mm-.533mm per the marked guide wire graphic. A manual tug test revealed that the proximal and distal welds were secure and intact. A device history record review was performed with no relevant findings to suggest a manufacturing related cause. The IFU provided with the kit informs the user, "do not use if package has been previously opened or damaged." The report of a kinked guide wire was confirmed through complaint investigation. The kink was located at approximately the middle of the guide wire. Examination of the guide wire tubing and the packaging also revealed damage/creases at approximately the same location as the kink in the guide wire. The guide wire met all relevant dimensional and functional requirements, and a device history record review did not reveal any relevant findings. Based on the sample received and the customer description, storage and shipping caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports that the guide was folded. This issue was detected before patient use.